Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device was not returned to manufacturer. However, log files indicate that the user switched to the chameleon classic screen 8 minutes prior to the user interface failsafe error with no user interaction in between. Technical support is unable to reproduce the issue, and customer confirmed no other issues since then. Therefore, the error has been determined to be due to a software bug.

Event description:
The customer reported a user interaction failsafe error while using the bellavista 1000 on a demonstration. There is no patient involvement during the reported event.